Event description:
Home patient (hp) contacted baxter technical service center for assistance during automated peritoneal dialysis (apd) therapy. Hp noted fluid leaking from cassette tubing during both drain and fill cycle. The leak was located on the supply line, where it was welded to the cassette. The hp discontinued apd therapy at time of report and completed the hp's therapy with manual exchanges. No patient injury or medical intervention reported per hp.